Event description:
The biomedical engineer (bme) reported that the v60 ventilator had a navigation ring malfunction, and that they were unable to get into diagnostic mode. The device was not in clinical use when the issue was observed. No user was restricted from servicing the device. Troubleshooting was provided by the remote service engineer (rse), and it was reported that the bme was able to replicate the issue multiple times. It was noted that the bme pushed the button behind the green check mark, and it was not working. The rse suggested opening up the user interface assembly and check the cable connection on the switch printed circuit board assembly (pcba). It was reported that the bme opened up the user interface (ui) assembly and made sure that the cable from the ui assembly to the switch printed circuit board assembly (pcba) was secured. The bem reseated the connection on the switch pcba and then reported that they were able to get into diagnostic mode successfully. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.